Event description:
The reason for call was patient reported that for the last month they have been noticing that the lightning bolt symbol showing that their stimulation is on is gone. Patient described they will turn the stimulation on using the white button and will see the lightning bolt icon and feel the stimulation, but probably every 15 minutes or so it is gone again. Patient noted that they have always only felt the stimulation for a few minutes when they first turn it on and then after that they don't necessarily feel the stimulation anymore, but rather just the therapy relief; patient commented if they bend over or stretch they feel the stimulation again. Patient added that they keep their stimulation on 24/7. Agent discussed eri message and patient confirmed having seen this message, they believe only once. Agent had patient connect with ptm; patient stated this showed their battery was low. Patient then connected with the recharger and confirmed implant was charging. Patient stated they have an appointment scheduled with mdt rep tomorrow morning at 10:30am. Agent reviewed information regarding eri message and advised patient to have rep check their equipment tomorrow and, if it is determined that stimulation is turning off, have rep contact ts. Agent had difficulty determining exact issue patient was describing, but attempted to accurately assist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.